Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the MFR of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Per (B) (4), this lead's capture threshold had increased over time, which resulted in higher programmed outputs. The physician elected to cap and replace this lead with a linox sd 60/16, (B) (4), while doing a normal device change out. The physician wanted to lessen the impact on the new device's battery.